Event description:
During procedure it was recognized that the diagonal branch was occluded. Attention was turned to open the diagonal branch. A pilot 150 wire was advanced, attempted to re-engage the diagonal branch, prowater wire was in the diagonal as a landmark. A 2.5 x 12 mm glider balloon was advanced, balloon angioplasty was performed at the ostium of the diagonal branch, advanced further into the proximal segement with angioplasty performed. Removal of the balloon with a repeat angiogram demonstrated a perforation of the diagonal artery. Pericardial effusion noted with compromised hemodynamics, emergent pericardiocenteseis, intubation w/ ventilation and placed on cps.